Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing and insulation damage. The noise and oversensing did not result in any asystole or inappropriate therapy. No additional adverse patient effects were reported.